Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. -patient revised to address dislocation problem. Doi: (B)(6) 2010 - dor: (B)(6) 2011 (right side) update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort and elevated levels of cobalt and chromium. Litigation notes that the metal liner was unable to be removed and remains in the patient at this time. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. Records indicate that during the revision a small crack was in the greater trochanter. Records are available for further review. Complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).